Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered; cause was unknown. Reportedly, the touch screen became intermittently unresponsive due to the shattered touch screen. There was no adverse impact to customer's blood glucose level. Reportedly, customer continued to use current pump for insulin therapy and has manual injections available as well.